Manufacturer narrative:
There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, there is no indication or evidence that a product issue occurred that meets the criteria of a reportable malfunction.

Event description:
It was reported that after a da vinci-assisted cholecystectomy procedure, the patient experienced a post-operative bleeding event in the post-anesthesia care unit (pacu) that resulted in the patient being brought back for re-operation. The surgeon reported during the re-operation there was no active bleeding visualized and all clips applied in the original procedure were in place and functioning as expected. The source of bleeding was unknown, and the estimated blood loss was stated as "not excessive." The blood was removed via suction and the procedure was completed. The surgeon reported the event was not due to a malfunction of a da vinci system or accessory. The patient is currently home and recovering well.